Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device blade broke off of the device. The blade fell into the patient and was retrieved. Case was completed without the harmonic device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.